Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high crej2 creatinine jaffé gen.2 results from the cobas 6000 c 501 module. The customer drew two serum samples from the patient. The creatinine results from three tests on one of the samples were consistently high at 4 mg/dl. The patient was later tested in another hospital and the creatinine result was 0.8 mg/dl. The patient complained to the customer and the second serum sample was tested. The result was 0.8 mg/dl. The customer then tested a frozen aliquot from the first serum sample. The creatinine result was still high and repeatable at 4 mg/dl. There was no allegation of an adverse event. The reagent lot number was 33010901 with an expiration date of 31-dec-2019. Based on the acceptable calibration and qc data, a general reagent issue was excluded. The investigation was unable to find a definitive root cause.